Event description:
Revision surgery - the shell disassociated from the stem. The stem was confirmed to be very well fixed in the patient's humerus and left in place. After clearing the proximal aspect of the stem, a new socket and shell were impacted into the stem. The surgeon tried pulling out the implants after final impaction of the shell to confirm that it was engaging correctly with the stem.